Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the connector on the tubing on the pre-bypass filter came apart and the sash tray filled with fluid. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no harm to the pt.

Manufacturer narrative:
Terumo did not receive the actual device; therefore, further info is required. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).